Event description:
Customer reported that a ng feeding tube broke while the tube was indwelling. The feeding tube was placed via the nasogastric pathway 9 or 10 days prior to the tube break (placed (B)(6) 2013). Customer reported that daily (serial) x-rays were performed since placement and showed proper placement and an intact tube. On (B)(6) 2013 before administering medication via the tube, tube placement was checked, however, there was no auscultating air in the stomach so the tube was removed. The tube broke at the 59.5 cm mark. X-ray showed 2 pieces of the tube still indwelled. The indwelled tube pieces were to be retrieved on (B)(6) 2013; however, the patient was reported to be in critical condition due to unrelated disease/state and the procedure was postponed. Follow-up with facility on four different occasions informed neomed that the indwelled tubing had not yet be retrieved due to the patients critical status. Further follow-up with the facility on (B)(6) 2013 confirmed that a piece of the tube was retrieved and was given to the risk manager of the facility.

Manufacturer narrative:
The 12f polyurethane feeding tube is 109cm in total length. The distal end of the tube through to the 59.5cm mark was returned intact with the primary packaging of the device. The primary package showed that the device expired on 10/07/2013. Communication with the facility indicated that the device was placed on (B)(6), which is past the labeled expiration date of the device. The portion of the tube from the 59.5cm mark to the proximal end of the tube has not been returned for evaluation. A visual examination of the returned portion of the tube was performed under microscopy. The entire tube was discolored suggesting a decontamination procedure was performed before shipping but this was not confirmed with the facility. Microscopic examination did not show any clamp marks on the tube or striations in the cross section of the tube break point. The analysis of the cross section of the point of break is consistent with an elongation break. Investigation at this time does not show a root cause of the break. Further analysis of the portion of the tube that was indwelled and was retrieved from the patient would aid in the investigation. Last communication with the facility was on (B)(6) 2013 and indicated that the retrieved portion of the tube was given to their risk manager. As of (B)(4) 2013 neomed has not been able to obtain contact information for the risk manager. However, it should be noted that the tube was placed after it's labeled expiration date and was used off-label, as the neomed polyurethane feeding tubes are FDA cleared for use in neonatal and small pediatric patients. This tube was placed post expiry in an (B)(6) year old patient. Neomed has not been provided the current health status of the patient and will provide a follow-up report once we have more information.